Event description:
This lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2013 due to infection. The patient developed endocarditis while in patient at the hospital. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).